Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the spouse reported that the patient experienced inaccurate cgm values which occurred the day after the sensor had been inserted in the arm. The patient did not experience any symptoms. On (B)(6) 2024, the cgm was reading 65 mgdl and the blood glucose was not checked. The spouse gave multiple glucose tablets and called 911. The bg by emergency medical services (ems) was 260 mgdl while the estimated glucose value (egv) was 65 mgdl. The sensor was removed and the patient was treated with intravenous (IV) fluid. The patient was discharged from the emergency department (ed) the same day. There was no documentation of further medical evaluation or intervention. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. Initially there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid when paramedics checked the patient. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.